Event description:
It was reported that the insulin pump alarmed no delivery during infusion set and reservoir change. The alarm occurs every time the customer performs an infusion set and reservoir change. The customer's blood glucose was 326 mg/dl. The caller stated that they received supplied from a third party, applied diabetes research, and the supplies were different than normal supplies. The customer was advised that the supplies are not compatible reservoirs or infusion sets for their insulin pump. The customer was using a back-up plan at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.